Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the distal left circumflex(dlcx) with moderate calcification and moderate tortuosity. Pre-dilatation was performed with a 2.5x15 mm non-abbott balloon catheter and a 2.75 x 16mm non-abbott stent was implanted distal to the target lesion. Then a 3.00 x 15mm xience skypoint stent delivery system (sds) was advancing to the target lesion. An attempt was made to place the stent proximal to the target lesion to overlap the previously implanted stent. However, the sds became stuck with the previously implanted stent. Despite several attempts to advance and retract the sds, the stent could not cross the target lesion. The sds was removed from the patient and additional dilation was performed with a non-abbott balloon at the proximal part of the previously implanted stent. A decision was made not to re-insert the xience sky point stent due to the distal end of the stent was observed to be flared. Therefore, a 3.0 x 18mm xience skypoint was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.